Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box ap had excessive adhesive on the needle. This was discovered before use. The following information was provided by the initial reporter: silicon adhesive on needle surface. There's uneven silicon adhesive on needle surface.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box ap had excessive adhesive on the needle. This was discovered before use. The following information was provided by the initial reporter: silicon adhesive on needle surface. There's uneven silicon adhesive on needle surface.

Manufacturer narrative:
H.6. Investigation: two photos of a 32g x 4mm pen needle sample were returned from lot. No. 8297666, cat. No. 320566. Visual examination was carried out on the returned photos and an uneven cannula surface was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the photos and the fact no sample was returned no further investigation can be carried out. H3 other text : see h.10